Event description:
It was reported that the patient experienced inappropriate antitachycardia pacing therapies. On (B)(6) 2017, the patient presented to the hospital. Review of the episodes strips showed either a lead to lead abrasion occurring causing the simultaneous noise on both the rv and atrial leads or the noise was environmental. On (B)(6) 2017, the right ventricular lead was capped and the atrial lead was reused. The patient tolerated the procedure well.